Manufacturer narrative:
Section: h3, h6: we have not had the opportunity to evaluate the complained device. All supplied information has been reviewed and we are not able to determine a root cause or relate the reported issue to a device failure. Medical review concluded, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional clinical information be provided, this complaint would be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. Although we cannot rule out the patient¿s incontinence and the lateral decubitus occlusion/positioning as a contributing factor. It is unknown if the IFU for the renasys foam and gauze dressing kits with soft port negative pressure wound therapy was adhered to. The IFU warns: ¿the dressing seal may be lost, or pooling may occur, without alarm activation, when an occlusion forms on the wound side of the dressing. Viscous, purulent or serosanguineous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. ¿ensure the wound dressing is free of air leaks, fully compressed and firm to the touch whenever therapy is active.¿ a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now complete, with no corrective actions required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a sacral region npwt, a dressing does not seal, the dressing is leaking and the unkn renasys pump did not alarm. The area is quite complex, in addition to the extent and amount of exudate, it is very close to the anus and the patient has several episodes of diarrhea. Extension, reported that smith's film does not seal very well and that the soft port is made of foam, it collapses and that hinders the pressure. Evolving with early detachment of the insulating film, with a lot of moisture and maceration of the wound. Current health status of the patient is unknown.